Event description:
Report received from the USA stating that the device would not work. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).